Event description:
Middle-aged female with history of sudden onset of upper back pain. Procedure: infusion of magnesium sulphate 4 gm over 4 hours. Issue: alaris pump programmed to run 14400 seconds and it ran in 1501 seconds. This was validated by agiliti and pharmacy. Pt c/o (complains of) weakness and dizziness for 24 hours. Pump interrogated by agiliti and no issues identified and passed all testing. No pump failure. The pump was programmed for 14400 seconds but is documented as only running for 1501 seconds. Investigation conclusion: I ran 2 rate accuracy tests both infusions were 12.06 which is well within the 11.59-12.41 range standard set by carefusion as the reports below indicate both pressure sensors were replaced in (B)(6) 2022. I re-checked the voltage of both sensors and they also were well within the standard, I found no physical damage to any areas of the pump but the door latch seemed a little looser than normal so I replaced the door I am not certain this caused an over infusion based on the rate accuracy tests that I performed. Manufacturer response for alaris infusion pump, (brand not provided) (per site reporter). Unknown- audits did not identify any problem.